Event description:
The account mgr reported on behalf of the customer that the provue was failing to identify mixed field reactions with the appropriate "dp" (dual population) in the forward typing of the mts a/b/d monoclonal and reverse grouping card. The gel camera frequently interpreted mixed field reactions as 4+. It is unk which microtubes were affected.

Manufacturer narrative:
The customer reported that the ortho provue analyzer interpreted a mixed field reaction in the forward grouping as a 4+ during testing. An ocd field engineer (fe) performed service to the instrument to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. The pt's historical data prompted the customer to visually inspect the gel card, preventing erroneous results from being reported. However, if an incident of this nature were to recur, undetected, it could lead to erroneous results and possible transfusion of incompatible blood. Instrument malfunction could not be ruled out as a contributing factor.